Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the packaging process, found that the sealing operator must ensure that the foil pouch is correctly inserted into the heated sealer bars. It includes the instructions on how to hold the pouch to ensure the correct sealing. The sealing operator must ensure that a vacuum is present, confirming the presence of seals on all edges of the pouch and confirm the s&n seal is on the chevron end of the pouch. A clinical review states while c. Acnes infection is a bacterial infection caused by the bacterium curtibacterium acne it is a known common skin bacterium. We are unable to rule out the reported ¿breach in the foil pouch¿ as a contributing factor to the reported infection. Corrective and preventive actions have been implemented to mitigate this problem. Although a review of device records and sterilization records showed there were no indications to suggest that the product did not meet specifications upon release for distribution at the time of manufacturing, the root cause of the reported event has been traced to a manufacturing deficiency. Based on this investigation, a corrective action and a field action were initiated to address the reported failure and recall the product. H11: h2: corrected data on: h6 (impact code).

Manufacturer narrative:
Internal complaint reference case (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a cuff repair augmented with regeneten, in which tendon anchors were used, the patient had a c. Acne¿s infection. The shoulder was debrided and washed out. Patient outcome is unknown.